Event description:
The territory manager (tm) called customer support to report that while trying to fit a female patient, he had trouble getting the battery pack to slide in the monitor. The tm tried the other battery pack and it fit well. Support requested the return of the monitor, battery packs, and battery charger. The tm fit the patient with another system.

Manufacturer narrative:
Monitor - 11/2007 battery pack - 08/2007 battery pack - 08/2007 battery charger - 11/2007. Device evaluations of monitor, both battery packs, and battery have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs and battery charger were found to be fully functional. The battery packs and battery charger were restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The patient received a replacement monitor, battery charger and replacement battery packs.